Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Date of event has been entered as the same as published date since date of data collection was not provided. Article title: third generation continuous flow left ventricular assist devices; a comparative outcome analysis by device type. M. Mihalj, p.p. Heinisch, p. Schober, s. Dobner, m. Fuerholz, m. Martinelli, b. Hugi-mayr, t.m.m.h. De by, p. Mohacsi, j.c. Schefold, m.m. Luedi, a. Kadner, t. Carrel, l. Hunziker, d. Reineke. (B)(6). Manufacturer's investigation conclusion: a specific cause for the reported heart transplants or infections could not be conclusively determined through this evaluation, and the reported pump thrombus was unable to be confirmed as no product or photos were submitted. A direct correlation between heartmate 3 left ventricular assist system and the reported events could not be conclusively established through this evaluation. Specific device serial numbers were not provided, and no product was available for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including bleeding, localized infection, device malfunctions, driveline infection, stroke, other neurological dysfunction (not stroke-related), thromboembolism (arterial non-central nervous system and venous thromboembolism), pump pocket/pseudo pocket infection, pump thrombosis, and right heart failure. "Surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Outlines indications of thrombus as well as how to respond to such events. This section also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Also lists right heart failure as a potential risk/adverse event that may be associated with the use of heartmate 3 lvas. This section (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. Lists infection as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This section also includes information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research abstract titled ¿third generation continuous flow left ventricular assist devices; a comparative outcome analysis by device type¿ identifying that heartmate 3 may be related with major bleeding, major adverse cardiac and cerebrovascular events, major neurological dysfunctions (<24hours), heart transplant, major device related infection excluding driveline, pump thrombosis, right heart failure, driveline infection, gastrointestinal bleeding. The results were plotted by hazard ratio. This was a retrospective observational analysis of all patients who underwent heartmate 3 implantation at a tertiary care academic center between (B)(6) 2010 and (B)(6) 2020.